Event description:
The customer reported, the device failed the external paddle test.

Manufacturer narrative:
(B)(4). The customer reported the device failed the external paddle test. There was no report of pt involvement or adverse pt impact. The customer reported that replacement of the paddle set resolved this reported testing failure.